Event description:
Related manufacturer reference number: 2017865-2023-42295. Related manufacturer reference number: 2017865-2023-42296. It was reported that a patient presented in-clinic for a lead revision due to dislodgement of the right atrial and right ventricular leads. During the procedure, the chronic device set-screw was unable to be removed from the header. The leads were explanted on (B)(6) 2023, and the chronic device was removed. The patient was stable throughout the procedure.